Event description:
The patient stated that he woke up during the middle of the night and realized that his infusion device had shut down without warning. The patient attempted to insert new batteries, but the infusion device displayed an 02 (low motor battery) alarm. The patient then switched over to his back up infusion device, but stated he was unable to set up the infusion device as it was not responding to button presses. The patient was replaced and requested to be returned for evaluation. The patient was advised to switch to an alternative method of insulin delivery, until his replacement device arrived.